Event description:
During embolization of a pulmonary avm via a .022" progreat microcatheter, a micrusphere 18 (csp181200-30/c10411) and three deltamaxx coils (dmx181445-20/c22863, dmx181242-20/c10241, dmx181650-20/c25127), were inserted without resistance, and as the coils were leaving the microcatheter about 4-5mm from the distal tip, they could no longer be pushed forward and could be retracted either, and the coils became stretched. There was no patient injury and no additional medical intervention or medication was required as a result of the event. The procedure was prolonged due to removal of the microcatheter on multiple occasions and due to excessive vessel tortuosity during vessel re-access.

Manufacturer narrative:
Concomitant medical products: devices used in the procedure included: 0.022" progreat microcatheter, a micrusphere 18 (csp181200-30/c10411) and three deltamaxx coils (dmx181445-20/c22863, dmx181242-20/c10241, dmx181650-20/c25127). (B)(6). Additional information will be submitted within 30 days of receipt. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50023, 2954740-2014-50024, 2954740-2014-50025.

Manufacturer narrative:
It was initially reported that the device would not be returned for analysis; however, the device was returned. Complaint conclusion: during embolization of a pulmonary avm via a .022" progreat microcatheter, a micrusphere 18 (csp181200-30/c10411) and three deltamaxx coils (dmx181445-20/c22863,dmx181242-20/c10241, dmx 181650-20/c25127), were inserted without resistance, and as the coils were leaving the microcatheter about 4-5mm from the distal tip, they could no longer be pushed forward and could be retracted either, and the coils became stretched. There was no patient injury and no additional medical intervention or medication was required as a result of the event. The procedure was prolonged due to removal of the microcatheter on multiple occasions and due to excessive vessel tortuosity during vessel re-access. The progreat microcatheter was not returned. The entire device was returned with extreme damage from post-procedural handling. The proximal section of coil was returned stretched. Located off the proximal end at 11.0, 53.0, 82.0, 89.0, and 97.5 (all in centimeters) are severe kinks to the core wire. Located 87.0 centimeters off the distal tip of the green introducer, the core wire protrudes outside the sheath. No mechanical sheath damage resulting in an opened skive was found at the protrusion site. The coil¿s socket ring was found pushed down inside the outer sheath (angle ring section). The distal tip of the device positioning unit (dpu) and the proximal section of the coil are no longer concentric to each other. The locking mechanism has been severely damaged with compression, stretching, and resheathing tooling damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and surrounding edges have been severely fractured and raised above the surface plane. The coil damage was confirmed during analysis of the two devices that were returned; however, the resistance could not evaluated due to the condition of the returned devices. There are multiple contributing factors involved that may have worked separately or in tandem with each capable of producing similar results as the exact root caused cannot be determined based on the evidence received. The primary contributing factor to the coil unable to be pushed farther than 4 or 5 millimeters from the distal tip, is the coil becoming anchored (could not be pushed forward or retracted as reported), and then stretched during removal. This form of interference may have been due to coils becoming anchored on previously implanted coils, on itself, from the distal tip of the microcatheter (especially if an acute angle between the distal tip of the microcatheter and target site existed), from an unknown source of interference (such as detached debris) and/or from excessive vessel tortuosity if located adjacent to the target site. However, the exact circumstances of how the coil became impeded, anchored, and proximally stretched at the target site cannot be determined. In addition, without photographic evidence from this incident and the return of the progreat microcatheter used during the procedure, it cannot be determined if this component contributed to the complaint event. If any of the following occurred, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ the secondary contributing factor to the coil unable to be pushed no father then 4 or 5 millimeters from the distal tip, becoming anchored (could not be pushed forward or retracted as reported), and then stretched during removal may have been due to the selection of a non-compatible microcatheter that was used with the 18 series microcoil system in combination with excessive vessel tortuosity at the target site. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The deltamaxx microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.0615¿ to 0.019¿ (0.420-0.483 mm). The inner lumen diameter of the reported progreat microcatheter is 0.022¿. The third possible contributing factor may have occurred when the sheath came in contact with the resheathing tool¿s v notch and its extended edges if this occurred over two different timeframes. It appears that this may have first occurred at the unsheathing when the v notch was fractured by the locking mechanism when the sheath was pulled straight back instead of up and away at a forty-five degree angle and later in the timeframe when the sheath came in contact with the v notches extended edge. This may have caused the core wires protrusion outside the sheath causing extreme difficulty in advancing the coil giving the end user the impression of impedance at the distal end. These binding actions may have also produced a portion of the coil damage found to the proximal section. This damage first originated when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. Later in the procedure, the sheath may have caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused the core wire to protrude outside the sheath, a portion of the proximal coil damage, and the inability for the coil to be advanced or retracted causing the entire microcatheter and coil to be removed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. Caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 4 mdrs submitted for this complaint with associated manufacture report numbers of: 2954740-2014-50023, 2954740-2014-50024, 2954740-2014-50025, 2954740-2014-50026.